Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced worn finger on complete pressure adjuster with tip replacement kit to correct issue. Performed fms solo system rework for fms connect interface cable. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the pump was overfilling the fill chamber during a procedure. Customer used a second pump to complete the procedure. No patient consequences. Device to be returned. Additional information received by mitek complaints on 20october2015: the sales representative confirmed no delays to the procedure.